Event description:
It was reported that the left cylinder of this inflatable penile prosthesis (ipp) had fluid loss due a hole. The existing device was explanted and replaced. There were no patient complications reported.